Event description:
It was reported in an article reviewed by manufacturer that the vns patient experienced nocturnal bradycardia, with a time course related to the 'stimulation-on' period. Attempts to obtain additional information are underway.

Manufacturer narrative:
Dardis, r., selway, r., koutromanidis, m., polkey, c.e., "vagal nerve stimulators and anaesthesia:2." Anaesthesia;2001;56: 1203-1216. See scanned pages.